Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer had high blood glucose level. Customer's blood glucose value at the time of incident was up to 500 mg/dl. Customer also report that insulin pump couldn't deliver bolus but at the time of report it was rewind. Insulin pump will not be return for analysis.